Event description:
This device was returned without documentation from a medical center. Per reporter, the patient was upgraded to a lumax 340 hf-t. During the procedure, the implanting physician noticed high lead thresholds and choose to replace the leads with a setrox s 45, and a linox sd 60/16.